Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that twelve (12) years, five (5) months post-implantation of this 25mm mitral bioprosthetic heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis and regurgitation. A 26mm transcatheter valve was implanted with no reported complications and the gradient reduced from 18 mmhg to 3 mmhg. Tee demonstrated trivial central and pvl, post-transcatheter valve replacement. The patient was stable following the case.

Manufacturer narrative:
Corrected data: added to relevant tests/lab data, other relevant history, event problem codes.